Event description:
Boston scientific crm received information that this patient was syncopal and presented to the clinic with an escape heart rate of 30 bpm with no capture or sensing with the right ventricular lead. A lead impedances test was attempted, but not successful as impedances could not be measured. The patient was brought to the operating room and the lead was connected to the psa and there was still no capture or sensing. The lead was surgically abandoned and a new lead was implanted.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. Therefore, boston scientific crm cannot confirm the clinical observations.